Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products were used during this study: carto 3 system: ser# (B)(4), smart ablate generator: ser# (B)(4). Evaluation methods: no testing methods performed - (B)(4). Results: no results available since no evaluation performed - (B)(4). Conclusion: device discarded by user, unable to follow-up - (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a left sided idiopathic vt procedure using ez steer thermocool sf nav and suffered cardiac tamponade which was treated with a pericardiocentesis with 300cc withdrawal. No rf applications applied prior to the injury. The patient was stabilized and the procedure was continued. Procedure was completed without further issues. Patient anatomy might have contributed to the event. The physician's opinion on the cause of this adverse event was high risk attempt for access to the coronary sinus. Flow setting of irrigated catheter was 2ml/min.